Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic investigation of the balloon revealed a longitudinal burst 19mm in length, and damage to the tip of the device. Review of the product specification indicates that the device was not inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 6 atmospheres however, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.